Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient was seeking possible explant because they did not want to attempt another pmr. It was reported that the rep meant pmr when they stated "attempted 2 por". Rep reported the healthcare provider first made the rep aware of the overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was in overdischarge due to the patient not charging. Two physician mode resets (pmrs) were attempted. The patient did not want to continue with another so the overdischarge has not yet been resolved. The patient did discuss a possible explant consultation but no further information was provided regarding that consultation. No symptoms were reported. No further complications were reported or anticipated.